Event description:
It was reported that the patient had their superion indirect decompression (ID) spacer removed prior to having a laminectomy performed for an unknown reason. The device was discarded by the facility and will not return for analysis. The patient did well post-operatively. Additional information has not been provided despite good faith efforts.